Event description:
It was reported the pt was neither able to move her legs nor feel them after the lead was implanted. The physician examined and advised the pt to wait for improvement. The pt's condition improved but she felt numbness. The scs system was explanted as the pt was to have an MRI to check for a hematoma. F/u identified the pt had improved movements and the MRI revealed a small contusion at the top of t9 which the physician believed it would heal with time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.